Event description:
Related manufacturer report number: 1627487-2022-02198, 1627487-2022-02200, 1627487-2022-02201 . It was reported that patient underwent surgical intervention on (B)(6) 2022 in which their system was explanted due to inadequate pain relief and discomfort at the ipg site.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.